Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed . The returned device was visually inspected for any abnormalities and the following was observed: two (2) struts were bent at the outflow side. The valve frame was canted. (After deploying valve off the balloon) the leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve frame damage was confirmed based on returned device evaluation. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''as 2nd esheath was used and the first 26mm s3u valve had a stent frame catch on calcium and bend, making it unsafe to deliver.'' Per the complaint description, ''patient presented with tortuous and calcified arteries''. Based on the complaint history review, the presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, leading to interaction between crimped valve and patient's anatomy, so the further device maneuvering will lead to the bent strut as reported. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation ) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist of a transfemoral tavr in a previously implanted non-edwards surgical valve. When a 26mm s3u valve was inserted through the esheath, a stent frame caught on calcium and bent, making it unsafe to deliver. The decision was made to remove the entire system and prep a new valve, sheath, and delivery system. The second valve was able to be safely delivered and patient left room in stable condition.